Event description:
It was reported that during a novasure endometrial ablation procedure on (B)(6) 2012, the first disposable device used did not "deploy." The physician removed the device and performed a hysteroscopy. There was "no evidence of injury" and the procedure was completed with a second device. The pt was later noted to have experienced "trans-fundal thermal injury, with thermal injury to adjacent bowel." We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device has not yet been returned and the radio frequency controller is not being returned, therefore, a failure analysis of the complaint devices cannot be completed. If additional relevant info is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Manufacture date of the radio frequency controller is 08/2003. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. Reference internal complaint (B)(4).